Manufacturer narrative:
All available information was investigated and the reported inability to close the clip (difficult to open or close) was confirmed via returned device analysis. Additionally, it was observed that the release crimper was loose, and one collet tine was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation determined the observed broken collet and loose release crimper resulting in the reported inability to close the clip appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed for an unstable crimper and broken collet it was reported that during device preparation, the clip did not close after several attempts, therefore it was not used. There was no clinically significant delay in the procedure and no patient involvement. Return device analysis observed the release crimper was loose (unstable) and the collect was observed to have one broken tine. No additional information was provided.